Event description:
Cryoablation procedure was performed (B)(6) 2014. There were no issues noted during the case. Patient went home post ablation without issue. A few days post procedure, the patient complained of abdominal bloating, nausea, and weight gain. On (B)(6) 2014, patient was admitted to the hospital and had radionucleotide study which showed decrease in gi motility. Patient declined an ng tube. She had an egd x2 and was started on erythromycin and reglan and was discharged. On (B)(6) 2014, patient had another edg with "bochlitum" toxin injection. She was readmitted to the hospital on either (B)(6) 2014 or (B)(6) 2014 where she had a jejunostomy tube surgically placed. As of (B)(6) 2014, patient was still in hospital.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.